Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement), pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The blood glucose value at the time of the event was 23 mg/dl. The customer was visited the ambulance, and the insulin was administered by IV drip and dextrose to treat. The event involved product(s) mmt-1884l, mmt-399a, mmt-332a, mmt-7040a. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and unable to rewind the pump. Troubleshooting was partially performed for hypoglycemia, and it was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer has returned the device for analysis. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the sleep current measurement, active current measurement and self test. The pump was received with constant pump error 37 during the rewind test. Unable to complete the functional test, including the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to constant pump error 37 during the rewind test. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded serial number label, scratched keypad overlay. Pillowing keypad overlay and cracked keypad overlay at the select button. No pump error 130 noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 29-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 29-jul-2025 in the pump history file and found 2 sensorerroralert (801) on (B)(6) 2025 and 1 lostsensor1alert (780) on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. However, found multiple pump error 37 and pump error 130 on (B)(6) 2025 in the pump history file. Pump was cut open to perform visual inspection and found corroded pcba1, corroded pcba2 and corroded motor home switch. Unable to complete the functional testing due to constant pump error 37 during the rewind test. Unable to confirm alleged low bgs. Alarm-a339-pump error 37 confirmed during the rewind test and alarm-a370-pump error 130 confirmed on (B)(6) 2025 in the pump history file due to corroded electronic assembly and motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.